Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290v humidification chamber failed the servo-I ventilator leak test. The chamber was then found to be cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: the visual inspection revealed a vertical crack which started at the side of the chamber dome below one of the ports. There were no signs of stressmarks present in the region of the cracks. A lot check was performed and there were no other complaints of this nature for lot 130823. Conclusion: we were unable to determine the cause of the damage. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa.